Event description:
The pt contacted lifescan and reported that their one touch ultra meter was in the wrong unit of measurement (mg/dl instead of mmol/l). The subject meter had been in the wrong unit of measurement (mg/dl) for about 4 weeks and the pt was misinterpreting the results as if they were in the mmol/l unit of measure (adding a decimal point in the result). They went to see their dr, who increased their oral medications based on the misinterpreted results. They had been feeling fine with the inceased medications and did not report any injury or adverse event. They were advised to contact their dr again to make him aware that their meter was in the wrong unit of measure. Their dr had not tested their on his meter, not checked their meter to see if the units of measure were correct. During troubleshooting, it was verified that the meter was previously in the correct units of measuremnt. However, the pt does not recall changing the units of measure in the meter settings. Therefore, due to a spontaneous power interruption, the meter reverted from the "mmol/l" to the "mg/dl" unit of measurement. The pt was sent a new hard-lock meter as a replacement.